Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. A 9.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 3 seconds, the tip part of the balloon ruptured. The device was removed and completed the procedure with another of the same device. There were no patient injuries reported and the patient condition was good.